Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The 2.25x12mm xience prox and 2.25x12mm mini vision devices referenced are being filed under a separate medwatch MFR number. The xience prox device is currently not commercially available in the us; however, it is similar to a device sold in the us. The device was returned for analysis. The separation was able to be confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a heavily tortuous lesion in the right coronary artery. A 2.25x12 mini vision rx balloon dilatation catheter (bdc), 2.25x12 mm xience prox rx stent delivery system (sds), and a 2.25x15 mm xience prox rx sds were all individually advanced toward the target lesion, all 3 devices failed to cross due to the patient anatomy and all 3 devices had a proximal shaft separation. Reportedly, all 3 devices were easily removed from the patient anatomy and no stent could be placed so the result of the performed balloon angioplasty was deemed sufficient. There was no adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.